Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device power was too low, the reverse locking mechanism was blocked and the bearings were worn out. It was further determined that the device failed pretest for check triggers for forward / reverse mode, check for air leak and check reverse locking mechanism. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device evaluation: upon complaint review, it was determined that there were observations during service and evaluation that were inadvertently missed in the initial report. These observations included that the reverse trigger and the motor were blocked; and the bearings and seals were worn out. If additional information should become available, a supplemental medwatch report will be sent accordingly.